Manufacturer narrative:
H6: updated health effect- clinical code . H6: updated investigation findings. H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane.. Previous patient code (3191 other used for ¿unspecified complaint¿) was reported based on the original complaint and is no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ medical records: the known medical records span (B)(6) 2003 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6)2005 through (B)(6), 2011 were not provided. Patient information: medical history: ventral hernia . Surgical procedures: unknown date: hysterectomy. Unknown date: cholecystectomy. Unknown dates: history of 4 umbilical hernia repairs. (B)(6) 2003: repair with ¿dual mesh¿ and closure of fascia over mesh. (B)(6) 2005: mesh removal/repair of recurrent incision [sic] hernia with mesh. Implant: prolene. Implant preoperative complaints: (B)(6) 2003: CT abdomen: ¿small midline hernia. 3 cm of increased density at the subcutaneous fat just to the right of midline is nonspecific. It may represent soft tissue thickening or a small seroma.¿ implant procedure: ¿repair with ¿dual mesh¿ and closure of fascia over mesh.¿ [implant: gore® dualmesh® biomaterial, no product ID provided.] Implant date: (B)(6)2003 [hospitalization (B)(6) 2003] description of hernia being treated: ¿big hernial sac. Old mesh in place only at left side of midline.¿ ¿under spinal anesthesia, sterile conditions, old midline ileostomy opened. Hernial sac liberated from surrounding fascia after enterolysis performed.¿ implant size and fixation: ¿dual mesh applied below fascia and fixed to anterior abdominal wall with gore tex sutures 4 anchor sutures. Prolene 1-0 running fashion used to closed fascia over mesh.¿ (B)(6) 2003: ¿abdominal pain and constipated [illegible], not vomit.¿ (B)(6) 2003: discharge summary: ¿condition on admission: recurrent incisional hernia. Final diagnosis: recurrent incisional hernia. Hospital course: ¿duel [sic] mesh¿ repair of recurrent incisional hernia.¿ relevant medical information: (B)(6) 2003: ¿wound w/ [with] seroma, spontaneously draining. No infection, [illegible]. No evidence of recurrence.¿ (B)(6) 2004: ¿s/p [status post] repair of recurrent incisional hernia w/ mesh. Wound clean, dry. No evidence of recurrence nor infection.¿ (B)(6) 2004: ¿s/p repair of recurrent incisional hernia. S/p fall-no evidence of recurrence nor infection.¿ explant preoperative complaints: (B)(6) 2005: CT abdomen/pelvis: ¿s/p cholecystectomy with surgical clips noted right upper quadrant. Two midline ventral wall hernias identified. The more superior hernia demonstrates increased soft tissue density, may represent unopacified small bowel loops. The lower ventral wall hernia, demonstrate small bowel loops. No evidence of bowel obstruction. No gross free intraperitoneal fluid.¿ (B)(6) 2005: ¿s/p repair of recurrent incisional hernia. Now w/ recurrence at luq [left upper quadrant], at wound. Tender at palpation.¿ explant procedure: mesh removal/repair of recurrent incision [sic] hernia with mesh. [Implant: prolene.] Explant date: (B)(6) 2005 [hospitalization (B)(6)2005 through (B)(6)2005] findings: ¿mesh displaced and multiple fascial defects.¿ ¿under spinal anesthesia. Old midline celiotomy opened. Enterolysis performed. Old mesh was removed completely. New prolene mesh 6 cm x 4 cm wide was placed in good fascia w/ prolene 1-0 in running fashion. Subcutaneous closed w/ chromic 3-0. Staples used to close skin.¿ (B)(6) 2005: pathology: ¿received in formalin, labeled ¿patient¿s name¿, are three irregular fragments of fibroadipose tissue that measure in aggregate 12 x7 x 3 cm. It is partially covered by a mesh that measures 7 x 4 cm and presents multiple surgical blue sutures. Also, received in the same container is an irregular fragment of light tan mesh that measures 14 x 4 x 0.3 cm partially covered by light tan tissue.¿ (B)(6) 2005: discharge record. Final diagnosis: recurrent incisional hernia. Operation: removal of mesh and repair with mesh of recurrent incisional hernia. Relevant medical information: (B)(6) 2005: ¿s/p repair of recurrent incisional hernia w/ big mesh. Completely healed, no evidence of infection, nor recurrence. Excellent healing.¿ (B)(6) 2011: ¿s/p recurrent incisional hernia w/ mesh 6 years ago. Fall 2 weeks ago, pain r periumbilical area, no bulging. Had hysterectomy, low pelvic incision. Plan: CT abd-pelvic.¿ (B)(6) 2011: CT abdomen/pelvis. ¿clinical hx: incisional hernia. Conclusion: large anterior abdominal wall incisional hernia below the level of the umbilicus with herniated small bowel loops. Also a well encapsulated subcutaneous fluid collection in the anterior abdomen secondary to an incisional hernia, measuring 9.2 cm ap x 12.8 cm in transverse diameter.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. All fixation devices should be used in accordance with the manufacturer¿s instructions for use. The physician should reference the manufacturer¿s instructions for use and any supporting clinical literature regarding any potential warnings, precautions, and adverse events related to fixation devices. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D1: added brand name. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2003, including records for previous hernia repair, cholecystectomy and hysterectomy, were not provided. On (B)(6) 2003: abdominal CT w/ contrast. ¿findings: s/p cholecystectomy. Impression: small midline hernia. 3 cm of increased density at the subcutaneous fat just to the right of midline is nonspecific. It may represent soft tissue thickening or a small seroma.¿ on (B)(6) 2003: operative report [handwritten]. ¿pre/postop diagnosis: recurrent incisional hernia. Operation: repair with ileostomy opened. Hernial sac liberated from surrounding fascia after enterolysis performed. Dual mesh applied below fascia and fixed to anterior abdominal wall with gore tex sutures 4 anchor sutures. Prolene 1-0 running fashion used to closed fascia over mesh. Subcutaneous closed with chromic 2-0, skin closed with staples.¿ product identification records for the alleged ¿dual mesh¿ were not provided. On (B)(6) 2003 pathology report. ¿specimen received/operative procedure: hernia sac, herniorrhaphy. Clinical history: 37 y/o woman with recurrent incision hernia. Final pathologic diagnosis: incisional hernia, site unspecified, herniorrhaphy: fragment of fibro adipose tissue. Gross description: received in formalin, labeled ¿right hernia sac¿, is an irregular fragment of "fibromembranous" tissue measuring 8.5 x 7 x 2.5 cm.¿ on (B)(6) 2003: progress notes [handwritten]. ¿recurrent ventral hernia/constipation. [Illegible]. Abd: s-d tenderness at [illegible], all quadrants distended, peristalsis positive, tympanic at [illegible].¿ on (B)(6) 2003: progress notes [handwritten]. ¿abdominal pain and constipated [illegible], not vomit.¿ on (B)(6) 2003: discharge summary. ¿condition on admission: recurrent incisional hernia. Final diagnosis: recurrent incisional hernia. Hospital course: ¿duel mesh¿ repair of recurrent incisional hernia.¿ on (B)(6) 2003: office notes [handwritten]. ¿wound w/ seroma, spontaneously draining. No infection, [illegible]. No evidence of recurrence.¿ on (B)(6) 2004: office notes [handwritten]. ¿s/p repair of recurrent incisional hernia w/ mesh. Wound clean, dry. No evidence of recurrence nor infection.¿ on (B)(6) 2004: office notes [handwritten]. ¿s/p repair of recurrent incisional hernia. S/p fall-no evidence of recurrence nor infection.¿ on (B)(6) 2005: CT of the abdomen and pelvis. ¿findings: s/p cholecystectomy with surgical clips noted right upper quadrant. Two midline ventral wall hernias identified. The more superior hernia demonstrates increased soft tissue density, may represent unopacified small bowel loops. The lower ventral wall hernia, demonstrate small bowel loops. No evidence of bowel obstruction. No gross free intraperitoneal fluid.¿ on (B)(6) 2005: office notes [handwritten]. ¿s/p repair of recurrent incisional hernia. Now w/ recurrence at luq, at wound. Tender at palpation. Plan: on (B)(6) 2005.¿ on (B)(6) 2005: operative report [handwritten]. ¿pre/postop diagnosis: recurrent incisional hernia. Operation: mesh removal/repair of recurrent incision hernia w/ mesh. Findings: ¿mesh displaced and multiple fascial defects.¿ procedure: ¿under spinal anesthesia. Old midline celiotomy opened. Enterolysis performed. Old mesh was removed completely. New prolene mesh 6 cm x 4 cm wide was placed in good fascia w/ prolene 1-0 in running fashion. Subcutaneous closed w/ chromic 3-0. Staples used to close skin.¿ there is no mention of infection involving the gore device. On (B)(6) 2005: pathology report. ¿specimen received/operative procedures: hernia sac, herniorrhaphy. Clinical history: recurrent incisional hernia. Final pathologic diagnosis: hernia, side not specified, herniorrhaphy. Portion of fibroconnective tissue with foreign body reaction. Pre/postop diagnosis: recurrent incisional hernia. Gross description: received in formalin, labeled ¿patient¿s name¿, are three irregular fragments of fibroadipose tissue that measure in aggregate 12 x 7 x 3 cm. It is partially covered by a mesh that measures 7 x 4 cm and presents multiple surgical blue sutures. Also, received in the same container is an irregular fragment of light tan mesh that measures 14 x 4 x 0.3 cm partially covered by light tan tissue.¿ on (B)(6) 2005: admission and discharge record. ¿final diagnosis: recurrent incisional hernia. Operation: removal of mesh and repair with mesh of recurrent incisional hernia. [(B)(6)-1ppr-kba-00021, 23]. On (B)(6) 2005: (B)(6), md. Office notes [handwritten]. S/p repair of recurrent incisional hernia w/ big mesh. Completely healed, no evidence of infection, nor recurrence. Excellent healing.¿ records between 5/2/2005 and 3/14/2011 were not provided. On (B)(6) 2011: office notes [handwritten]. ¿s/p recurrent incisional hernia w/ mesh 6 years ago. Fall 2 weeks ago, pain r periumbilical area, no bulging. Had hysterectomy, low pelvic incision. Plan: CT abd-pelvic.¿ on (B)(6) 2011: multislice 16 detector CT of the abdomen and pelvis w/o and w/ oral contrast and 3d reconstructions. ¿clinical hx: incisional hernia. Conclusion: large anterior abdominal wall incisional hernia below the level of the umbilicus with herniated small bowel loops. Also a well encapsulated subcutaneous fluid collection in the anterior abdomen secondary to an incisional hernia, measuring 9.2 cm ap x 12.8 cm in transverse diameter.¿ on (B)(6) 2011: office notes [handwritten]. ¿morbid obese w/ multiple hernia repair w/ mesh which has been removed twice. Last surgery 7 years ago w/ mesh, now w/ recurrence.¿ possible missing records: records between 09/21/2011 and 06/13/2017 for ¿recurrence¿ were not provided. On (B)(6) 2017: operative report. ¿preoperative diagnosis: recurrent incarcerated incisional hernia. Seroma. Postoperative diagnosis: recurrent incarcerated incisional hernia. Seroma. Intraabdominal adhesions. Procedure: exploratory laparotomy. Lysis of adhesions. Removal of old abdominal mesh. Drainage of abdominal seroma. Small bowel resection. Incisional herniorrhaphy with phasix mesh. Specimens: ID: a; incisional hernia sac and seroma wall, b; old abdominal mesh. Type: tissue, foreign body. Source: soft tissue, other ¿ small bowel. Tests: tissue exam. Indications for procedure: incisional hernia. Did undergo incisional hernia when she was in puerto rico, which included placement and explantation of mesh. The patient did have multiple hernia surgeries at that time and believes she still has mesh in place. She did undergo CT scan which did note a large abdominal wall fluid collection appearing to be seroma along with her hernia to the right of midline with small bowel present. The patient was requesting repair of this.¿ procedure in detail: ¿the patient was identified in the preoperative holding suite and consent was confirmed, signed, and placed on chart. Next, preoperative antibiotics were administered. The patient was taken to operative suite and placed in supine position. Foley catheter was placed. Endotracheal anesthesia was provided by department of anesthesia. Next, the abdomen was prepped and draped in usual sterile fashion, time-out was performed, and all were in agreement. Previous incision site had a significant scarring. Decision at that point was made to excise the scar and made a large ellipse incision along the midline which did contain the scar. At that time, using bovie electrocautery, this was taken down through the skin and subcutaneous tissue. As we slowly dissected around this area to the right lateral side, we did find a hernia sac. As we dissected around the hernia sac defect, we did open the hernia sac and dissected off the underlying bowel. Next, the bowel was reduced in the abdominal cavity. Then we did begin to open the area which we thought the seroma cavity was. As we opened this area with the bovie, we noted approximately 3-4 cc of yellow serous fluid in the area. We then unroofed the seroma cavity and noted old mesh to be present along with the neo-peritoneum. As we opened the fascia from the previous hernia site in the right lower quadrant, we were able to dissect the underlying bowel. There was an area that was previous and looks like appeared to be side-to-side anastomosis that was densely adhered to the posterior part of the neo-peritoneum and the mesh. Once this was freed from the surrounding fascia, the decision was made to resect this area instead of risking dissecting the neo-peritoneum off the small bowel. At that point, using a gia blue staple load, the small bowel was transected in 2 areas and then, using the ligasure impact, it was taken off its underlying mesentery. Next, using the gia blue load, a functional side-to-side anastomosis was created and then closed with a ta90. A crotch stitch was placed with silk and then using a polysorb, the mesenteric defect was closed. This was placed back in the abdomen. After further adhesions were lysed, decision was made then to close the fascial defect. Fascial defect was then closed with 0 maxon in a running fashion. After this was closed, it was then reinforced with an onlay phasix mesh. Phasix mesh that was used was the 10 x 12 inch. This was brought onto field and cut to appropriately fit over the area of the fascia containing the incision. This was then pulled taut and then anchored to the fascia using 1 polysorb. Once this was anchored, the area was copiously irrigated. Two 15- french flat drains were placed. Deep subcu was closed using polysorb. Next, skin was closed using 3-0 biosyn and then the skin was approximated using staples. The skin was cleaned and dried, and prevena incisional vac system was placed.¿ on (B)(6) 2017: pathology report. ¿specimen: a. Soft tissue, debridement, incisional hernia sac and seroma wall. B. Soft tissue, debridement, old abdominal mesh. C. Small bowel, small bowel tissue. Final diagnosis: a. Incisional hernia sac and seroma wall, excision: soft tissue with areas of dense fibrosis, inflammation and calcification. Skin with vague dermal scar. B. Old abdominal mesh: fragments of adipose tissue with fat necrosis and a cellular debris most likely representing old blood. Mesh gross examination only. C. Small bowel, partial excision: small bowel with focal mucosal necrosis. Underlying serosal fibrosis, chronic inflammation and suture granulomas. Also, focal areas of fat necrosis involving the mesentery. Note a-c: microscopic slides were examined. Gross description: a. Incisional hernia sac and seroma wall: received in formalin labeled "(B)(6)" and not further designated are multiple (3) portions of soft tissue that aggregate to 20.5 x 15 x 4.5 cm. The largest portion is partially surfaced by a 23.5 x 4.6 cm lightly pigmented skin ellipse that is centrally creased. The resection margin is focally pink-red, smooth and glistening. There is a pink-red semisaccular portion of membranous tissue that measures 10.5 x 6 x 0.9 cm. Representative sections are submitted in three cassettes, cassette #1 to include skin, cassette #3 to include membranous tissue. S/s: a: (3) stock saved. B. Old abdominal mesh: received in formalin labeled "(B)(6) - old abdominal mesh" is an 8.5 x 6.1 x 0.2 cm tan mesh-like foreign body with a scant amount of attached soft tissue. Also received in the container are multiple fragments of tan-yellow soft tissue that aggregate to 5.5 x 3.5 x 1 cm. Representative sections are submitted in two cassettes. S/s: b: (2) stock saved. The specimen will be saved for one year. C. Small bowel tissue: received in formalin labeled "(B)(6)- small bowel" is a 73.2 cm in length portion of small bowel that is adhesed together. There are two stapled resection margins. There is a 13.5 x 8 x 1.4 cm adherent portion of membranous tissue that is focally surfaced by tan purulent material. The serosa is pink-brown, smooth and glistening, with an abundant amount of attached adipose tissue. The specimen is focally tortuous. The bowel is opened in an antimesenteric fashion to reveal tan-green mucosa with normal circumferential folds, that is focally congested. No mucosal lesions or perforations are identified grossly. Representative sections are submitted in four cassettes as follows. S/s: c: (4) 1 -2 - resection margins, shaved; 3 - representative sections of bowel wall; 4 - representative sections of adherent membranous tissue. Stock saved.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected event description (device branding).

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6), 2003, whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6), 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6).

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2003, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2005, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery. Additional event specific information was not provided.